Event description:
It was reported that a vns patient developed an infection in the left chest area after a door hit the patient directly on the generator site. Cultures were taken and the result of the cultures were positive for moderate growth of (B)(6). The patient was treated with antibiotic bactrim and interventions taken were to have the generator and lead explanted and not replaced. Review of DHR records for the generator revealed the generator was sterilized using (B)(6) in (B)(6) 2009. The explanted generator was to the manufacturer and underwent product analysis. Product analysis of the returned generator revealed the pulse generator performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.